Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. There were no additional adverse patient effects reported. This rv lead remains in service.